Event description:
It was reported that a malfunction alarm occurred due to a malfunction on the pump, identified as malfunction code 5. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so technical support provided pump reset information and assisted with the reset. After the reset, the malfunction did not recur, and the customer was informed to continue using the pump and to call back if any further issues arose.